Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator did not register the volumes that were sat by the user during patient treatment. There was no patient harm. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Our investigation is finalized. Our field service engineer (fse) who was on site did not duplicate issue, regarding the ventilator did not register volumes that were set by user. No parts were exchanged. The fse downloaded the logs and the ventilator was put back in service. The event date was not given, but the mentioned issue verified in the logs starting from 07/12/2018 and continued on 07/13/2018. The clinical alarms such as vt (tidal volume) inspiratory over range, peep (positive end- expiratory pressure) low, respiratory rate: high and expiratory minute volume low were generated. These alarms are attributed when a leakage is detected in the patient circuit. Gas supply pressure: low and apnea alarms indicate that there was insufficient ventilation. The logs confirms that the ventilator passed pre-use check on 07/13/2018 and also when fse was on site 07/19/2018. There are no technical errors in the logs to indicate that there was a ventilator malfunction. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).